Event description:
According to the operative report, after implant, the pt was hemodynamically unstable and bypass was restarted. Tee indicated one leaflet had restricted mobility and the left atrium was reopened; however, the cause of the restricted mobility could not be identified. The valve was rotated, the atrium was closed and the crossclamp was released. Tee still showed reduced mobility of one leaflet and the valve was replaced with another 29mm sjm valve. There was no anatomic cause for the reduced leaflet mobility and, upon visual inspection, the valve was noted to be "okay". Tee confirmed the replacement valve had "unrestricted mobility" with "no obstruction or incompetence". The pt was weaned from bypass with the aid of an intra-aortic balloon pump and high dose catecholamines; however, the pt expired some time postoperatively.